Manufacturer narrative:
(B)(4).

Event description:
The patient is enrolled in the more crt mpp clinical study. It was reported the patient experienced dyspnea due to lv loss of capture. The lv lead was reprogrammed to higher outputs which resolved the issue.